Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8216500, model:sc-8216-50, serial:(B)(6), batch:15352454.